Manufacturer narrative:
Initial reporter phone#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes cracked on the bottom while being centrifuged at a "2500 rcf" speed in a swing bucket, splattering blood inside. The following information was provided by the initial reporter: "4.5 ml cracked citrate tube at the bottom of the tube, when centrifuged at a speed of 2500 rcf using a centrifuge swing bucket."

Event description:
It was reported that 2 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes cracked on the bottom while being centrifuged at a "2500 rcf" speed in a swing bucket, splattering blood inside. The following information was provided by the initial reporter: "4.5 ml cracked citrate tube at the bottom of the tube, when centrifuged at a speed of 2500 rcf using a centrifuge swing bucket."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.